Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. The device was returned to biosense webster for evaluation. A visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed reddish material inside and a hole on the pebax on the device. A screening test was performed, and the device was recognized but failed to be visualized; however, error 105 appeared on the system due to the reddish material inside the pebax. However, the root cause of the damage could not be determined, but it was concluded that it occurred outside the biosense webster, inc. Manufacturing facilities. A manufacturing record evaluation was performed and no internal action was found during the review. According to the instructions for use, the following guidelines should be followed: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported that there was a force issue. During the procedure, there was a problem with the force of the catheter. A second catheter was used to complete the procedure. There was no patient consequence reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022, there was reddish material inside and a hole on the pebax observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2022.